Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause of the failed pulse test was fractured solder connections at the high-voltage capacitors c19, c20, c21, c22. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact, as the monitor enclosure shows signs of physical impact. In addition, the monitor pca board was defective with multiple components damaged. The cause of the damaged pca was overvoltage from the failed pulse test. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.